Manufacturer narrative:
Qc data provided by the customer indicated the occasional triglyceride flier. Calibration data showed imprecision and calibration failures. Customer performed troubleshooting by trying other reagent lots. Customer also noticed a loose reagent syringe, which they tightened. On the next day hotline assisted the customer with troubleshooting; however, the issues have not been resolved and a service was ordered. A field service engineer (fse) replaced some hardware components which resolved the problem.

Event description:
A customer contacted beckman coulter inc., (bci) regarding falsely high triglyceride results generated by the unicel dxc 800 pro synchron clinical systems for four patients. Patient samples were re-tested and repeated results were lower for all four patients. The results were reported out of the lab. Per customer, patient treatment was not affected in connection with this event.